Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly lost access to sound with the device last week. An accident or trauma is not known. In situ testing showed that the device had malfunctioned.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the conductive link, likely caused by minute device mobility. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient was able to hear normally with the implant but after putting on the audio processor after showering one day he noticed he could no longer hear with the device. The device was explanted.